Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they did not receive their replacement adc freestyle libre sensor, initially due to an error message obtained when scanning. As a result of not receiving the replacement sensor, the customer was unaware of glycemic instability symptoms as they were asleep and had a loss of consciousness. Emergency services were called and the customer recalls being treated with "a drip" and "ECG attached to his body". The customer was diagnosed with hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.